Event description:
Event description guidant received information that this ventricular lead was suspected to have microdislodged due to intermittent loss of ventricular capture that was observed post implant. The field representative reported that during the initial implant, the ventricular lead was placed first and during the placement of the atrial lead, the ventricular lead was moved. This patient is completely pacemaker dependant, therefore, the physician elected to immediately place the atrial lead in the ventricle, as a stylet was already in the lead. The physician then elected to leave the shorter lead in the atrium and the longer one in the ventricle. However, later that night loss of capture was observed, therefore, the physician elected to replace the shorter lead with a new longer ventricular lead.